Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had experienced high blood glucose and also had under delivery. The customer¿s blood glucose level was 490 mg/dl at time of incident and current blood glucose 90 mg/dl. The customer treated with manual injection. It was reported that they had bent cannula. It was also reported that the insulin did not exit through the cannula, but it exits through the tube when quitting cannula. The customer allege pump was under delivering and the pump did not exit by cannula. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.